Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon lodged in vagina [foreign body in reproductive tract] tampon strings disintegrated off [device breakage] went to pull tampon out, string disintegrated...tampon dislodged in vagina [complication of device removal] case narrative: consumer reported via e-mail that the tampon string seperated from the cotton. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon lodged in vagina [foreign body in reproductive tract]. Tampon strings disintegrated off [device breakage] . Went to pull tampon out, string disintegrated...tampon dislodged in vagina [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon string separated from the cotton. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon lodged in vagina [foreign body in reproductive tract] tampon strings disintegrated off [device breakage] went to pull tampon out, string disintegrated...tampon dislodged in vagina [complication of device removal] case narrative: consumer reported via e-mail that the tampon string separated from the cotton. No serious injury reported.